Event description:
Reference MDR report number: 1644487-2008-01555. A section of the lead assembly was returned for analysis in one piece with the lead connector portion still attached to the pulse generator. The lead's electrodes were not returned for eval. A coil discontinuity was identified to have occurred at the end of the positive coil. Scanning electron microscopy showed that pitting or electro-etching conditions had occurred at the positive coil end. However due to metal dissolution the fracture mechanism cannot be ascertained. Since a significant portion of the lead (including the electrode array) was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no other adverse findings or anomalies were identified.

Manufacturer narrative:
Device failure occurred.